Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the transmitter lost connection with the pump for over one (1) hour. Reportedly, the pump and transmitter were unable to regain connection. A replacement transmitter was sent to the customer. No additional patient information was available.